Manufacturer narrative:
Additional device product codes: mnh, kwp, nkb, mni. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Reporter is a j&j employee. A manufacturing record evaluation was performed for the finished device. Product code: 186731750; lot number: atbc8g; it was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 22/01/2015; qty: (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent a plif on (B)(6) 2018. The surgery was completed successfully without any delay. On (B)(6) 2022, an extension to the upper vertebral body revision plif was scheduled to be performed because the patient developed an adjacent intervertebral disorder. No further information is available. This report involves one viper system cortical fix polyaxial screw 5.5 7 x 50mm. This is report 1 of 12 for (B)(4).